Manufacturer narrative:
(B)(4). Mislabeled. 1030489-060211-001-r. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, however additional product from the same lot were inspected and were found to be out of specification.

Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the etching on the part did not match the packaging. The surgeon measured the screw and confirmed it to be the appropriate size. The screw was implanted and no patient complications were reported.